Manufacturer narrative:
Device evaluated by MFR. The ventilator was not rec'd by newport medical instruments inc yet. As soon as the ventilator is returned, it will be forwarded to manufacturer/flight medical ltd. For further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program.